Event description:
As reported: tips procedure with vein embolization. Guiding sheath and 5fr x 100cm angled catheter were in position, coil prepped and catheter flushed. Advanced coil but it would not reach the tip of catheter. Attempted to withdraw coil and felt it detach. Upon inspection, noted that coil had stretched within catheter. Catheter was removed with coil in it. New catheter advanced and procedure continued and completed without issue. The coil detached and stretched inside the microcatheter. The pusher wire was removed prior to the catheter with the coil still inside being removed. No patient injury reported.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is in transit to be returned to the manufacturer for evaluation but has not yet been received by the manufacturer. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Manufacturer narrative:
The investigation of the returned coil system found the pusher's strain relief damaged, and the implant stretched at the proximal section, separated from the pusher, and stuck inside the returned catheter. No indications of activation using a detachment controller was found on the pusher heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage and the stretched implant, but the damage is consistent with the device experiencing forces exceeding the strength of the pusher and implant's yield strength. The returned catheter did not exhibit any kinks or damage that would have caused or contributed to the reported advancement issue.

Event description:
No additional information received regarding the event.